Event description:
It was reported that during preparation of a mitraclip on the back table, one of the grippers failed to go down. Troubleshooting was performed and it was unsuccessful. The clip was discarded and replaced.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.